Event description:
The customer reported that following a ptca procedure 2001 a vasoseal es was deployed and hemostasis was achieved. Post procedure a femostop was applied, as per hosp policy for all interventions, and the pt was placed on right side for comfort due to severe scoliosis. Less than half an hour later, the pt's blood pressure dropped. A total of seven units of packed cells were transfused. The pt was taken to the operating room for a pseudoaneurysm repair of right external iliac artery and evacuation of a large subcutaneous, intra-abdominal wall hematoma. No bleeding from the right common femoral artery. At the time of this report, the pt was stable following the surgery. No further complications were reported.